Event description:
It was reported that there were a couple problems which they had been dealing with since they got the new battery. Patient stated that the controller was in a different language and they didn't know how to get the controller back to english. Agent walked the patient through resetting the controller and then changing the controller language back to english successfully. Pt then said that they thought that ins was completely out as the device wouldn't charge anymore. Agent had the pt open up the batteries screen; the controller was at 90% and the ins was at 30%. Agent had the pt initiate an ins recharging session. Pt said that a lot of times the ins would start charging, but then something would pop up on the controller with a red hazard sign within about 5 minutes and the controller said to call mdt. Pt noted that two days ago the ins was at 30%. Pt saw no device found. Pt then said that it was hard to recharge the ins and that sometimes the ins felt hot; agent clarified with the pt and pt said that it was the recharger that was getting really hot when trying to recharge the ins. Pt then saw poor recharge quality. Agent reviewed recharger replacement with the pt. Agent sent a request to the repair department to replace the recharger. When asked for managing hcp, pt said that hcp was no longer working with their device, so they would need a new hcp. Agent sent the pt a physicians listing via e-mail. Pt said that they really depended on the ins and that they were back on pain meds since they were in pain. Pt inquired about ins longevity and implant date during the call; agent reviewed requested information with the pt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.